Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not cooling, and they were getting a recurring alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was 0.7lpm, system hours were 739, pump hours were 610 and chiller temperature (t4) was 21c. Explained water in chiller tank was out of spec and it should be 4-6c. They should send this device to biomed and see if another device can be used.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The device was evaluated and the reported issue was confirmed as the unit was not cooling as the hgbp valve was sticking. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related.the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient was not cooling, and they were getting a recurring alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was 0.7lpm, system hours were 739, pump hours were 610 and chiller temperature (t4) was 21c. Explained water in chiller tank was out of spec and it should be 4-6c. They should send this device to biomed and see if another device can be used.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The device was evaluated and the reported issue was confirmed as the unit was not cooling as the hgbp valve was sticking. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related.the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not cooling, and they were getting a recurring alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was 0.7lpm, system hours were 739, pump hours were 610 and chiller temperature (t4) was 21c. Explained water in chiller tank was out of spec and it should be 4-6c. They should send this device to biomed and see if another device can be used.